Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this electrode was later explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received a shock while brushing their teeth. Review of the episode revealed noise was oversensed and resulted in the inappropriate shock. It was also reported the patient had developed an infection which was treated with oral antibiotics. An x-ray was later performed which showed the electrode had pulled back and was coiled near the can, likely due to twiddler's syndrome. An invasive procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.